Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak complaint is refuted and determined to be a type ii endoleak of the lumbar artery. This is not consistent with the reported adverse event/incident. The most likely causation for the type ii endoleak is anatomy related, therefore the complaint is likely anatomy related. No procedure related harms were identified. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Please remove from your complaint system as there was no device failure this is no longer considered a complaint. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post index procedure during follow-up, a potential type iiia endoleak was found. The intervention scheduled for (B)(6) 2024 was found to be cancelled on (B)(6) 2024. The patient is reported as being stable.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.